Event description:
Customer reported that when unplugging the device, the battery is depleted extremely rapidly even though device has been consistently plugged in for long periods leading up to unplugging it. Customer states device will not hold a charge when off of ac for even a few mins. There was no report of pt harm or medical intervention. Customer stated that no add'l event or pt info is currently available.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.